Manufacturer narrative:
Pt info: information unknown not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the bevel cracked during a pre-loaded intraocular lens (iol) insertion. No patient injury was reported. Through follow-up, it was confirmed that the lens was not implanted. The exact nature of contact was not specified. No other information was provided.

Manufacturer narrative:
Corrected data: new information was received that serial number (sn) (B)(6) provided initially was an incorrect sn for the suspect product in this event. The lens with the defect has sn (B)(6). Hence, this correction being submitted. The following fields are updated: section d4: catalog #: dib00i0105, section d4: serial #: (B)(6), section d4: expiration date: feb. 15, 2024, section d4: UDI: (B)(4). Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: dec. 22, 2021. Section h3 - device evaluated by manufacturer? Yes. Section h4: device manufacture date: feb. 15, 2021. Device evaluation: the product was not returned for evaluation, but two photos were provided attached to the complaint folder. Both photos show the same. A product where the pushrod protrudes the cartridge tube, and the tip of the cartridge looks damaged. Since there are two product investigations (pi) under the same complaint folder it is not possible to identify which of the photos belongs to this pi. Based in the evaluation of the photos the reported issue was verified; however, since the lens and the device are not available for a thoroughly evaluation, the complaint issue reported could not be determined to be related to manufacturing and/or surgical process. Product deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The material was returned, the following sections have been updated accordingly: additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 13 january 2022 section h3. Device evaluated by manufacturer? Yes. Section h6 investigation findings: 114 - operational problem identified. Investigation conclusions: 4315 - cause not established. Device evaluation: the complaint simplicity was received inside of a plastic bag. Visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further inspection revealed that a lens was received partially overridden by the plunger rod and stuck in the cartridge. Furthermore, the cartridge presented with a cartridge tip crack and a cartridge crack. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ophthalmic viscoelastic device (ovd) and excessive force used during deployment, suggested by the trace amounts of viscoelastic residue in the cartridge. Therefore, the complaint issue cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.